Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the attempted right atrial (ra) lead as the atrium "could not hold it". The lead was removed. No patient complications have been reported as a result of this event.